Manufacturer narrative:
Correction - detector module system (dms) should be data measurement system (dms).

Manufacturer narrative:
Siemens conducted a thorough investigation that showed that the issue was caused by an internal communication error. According to logfiles provided, there was a sporadic error occurring and an issue between detector module system (dms) and image recovery system (irs) communication was suspected because of another error that was reported. The customer service engineer (cse) then checked fans, exchanged dpu & vega power supplies, reseated cables, checked data transmission path and ran irs and dms datalink tests. Since then, no errors have been reported. Considering this, no further corrective action is initiated. Customer address: (B)(6).

Event description:
On june 15, 2017 siemens became aware of an interruption of a CT supported biopsy of a child. Due to that interruption, the patient was exposed to additional and unplanned x-ray dose. The biopsy was completed later without further issue and the patient was discharged. This reported issue occurred in the (B)(6)